Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in room 2b sicu. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the side rail release lever was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail release lever to resolve the issue. Bed on this information, no further action is required.